Event description:
It was reported that during implant of the left ventricular lead, a dissection of an occluded vein occurred. The patient was asymptomatic to the event. The lead was removed and the procedure was finished without implant of the lead. Another implant attempt procedure was planned.

Manufacturer narrative:
.